Event description:
Customer reported she changed the battery on the insulin pump and it wouldn't turn back on. On the second battery it did not come back on but customer pushed it down and then it started to work. Customer's blood glucose was 74 mg/dl. The device did not show any physical signs of damage. Customer stated the device was dropped or bumped but not recently. Customer leaves the device in the restroom while showering. Customer stated the battery cap, battery compartment, or spring were not missing, damaged, nor corroded. Customer used a new battery that was inserted and the display returned. Customer was advised to monitor the device. A replacement cap was sent. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.